Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 428 mg/dl. The patient did not experience symptoms of hyperglycemia. The customer treated with manual insulin injection. During troubleshooting, no insulin pump anomalies were noted. However, the customer identified bleeding at their site. The customer was advised to change their entire infusion set, reservoir, and insulin and treat per health care provider's instructions. The insulin pump will not returned for analysis.